Event description:
It was reported by service report that the head left siderail was broken with exposed sharp edges. It is unknown if there was patient involvement or adverse consequences to report.

Manufacturer narrative:
Result: broken head left siderail timing link with sharp edges.